Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 204 mg/dl. The customer stated that the buttons on the pump has stopped working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.